Event description:
It was reported that during the set u for a surgery when the package was being opened, the device fell off from the opposite site, the sterile package was not sealed properly. Smith and nephew back-up device was used to complete the surgery. No patient injuries or delay were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Information corrected in h6, h7, and h9.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual assessment showed that the pouch was unsealed from the bottom. A product specification review indicated the findings were a defect. A complaint history review indicated similar allegations for the lot number reported. A batch review did not indicate a condition, product or procedure failure that supported the allegation. The complaint was confirmed, and the root cause was determined to be a manufacturing error. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
H10: h2, h3, h6. The reported 72203704 healicoil rg sa 4.75mm w/2 ub-bl cbrd bl used in treatment, was returned for evaluation. Visual assessment showed that pouch was unsealed from the bottom. Pouch showed it was sealed. An exact root cause cannot be determined with confidence. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Corrective action has been initiated. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.